Event description:
It was reported during a pre visit call with the customer that they have seen an uptick in the operating room of channel disconnects when devices are being moved or "striked". Upon device inspection, there is noted iui corrosion. One example given was a vasopressor stopped running on an operating room patient. No other event specifics or patient information was shared on example or with any other generalized feedback. Further patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility